Event description:
Reportedly when the defibrillator was charged it failed to deliver energy to the pt. This allegation was based upon the observation that the device displayed 'energy fault' when the paddles discharge buttons were pressed.